Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customers blood glucose level was 47 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Reportedly the customer continued to use pump for insulin therapy.